Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported the universa firm ureteral stent set had migrated to the patient's kidney. This issue required revision surgery to remove the stent from the patient. There was no further information reported regarding the event.

Manufacturer narrative:
Investigation ¿ evaluation the universa firm ureteral stent set was not returned for evaluation. No photographs were provided for review. Without the complaint device, a physical investigation was not able to be performed. Based on the information provided, the actual root cause is unknown and no conclusion can be drawn. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be performed as the lot number of the implicated device was not provided. A review of complaint history for this product could not be completed as the lot information was not provided. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.